Event description:
It was reported that the external pulse generator (epg) generated an error code during routine testing. Troubleshooting was performed which included powering down the epg and retesting, however the issue remained. The epg was returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis : analysis was able to confirm the customer comment that the external pulse generator (epg) generated an error code during routine testing. At analysis it was determined that the epg shut down twice during testing. It was noted that the upper case and lower case were dented. The epg was returned to the customer unrepaired due to expiration of service life. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.